Event description:
It was reported that 2 bd plastipak¿ luer-lok¿ tip syringes' scale markings were illegible. The following information was provided by the initial reporter: "the scales and prints on the surface of the syringes were somehow 'shaky' and less accurate than other syringes."

Manufacturer narrative:
H6: investigation summary: several photos were provided to our quality team for investigation. Through visual inspection, some of the scales are observed to be blurred. A device history review was performed for lots 2201132 no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issue. Molding parameters were also reviewed and verified all to be within the validated process limits. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. In regards to the blurred scale, while we could not identify a direct issue, it was determined this incident was due to a misalignment of the pads that print the scale on to the barrel.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.has device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd plastipak¿ luer-lok¿ tip syringes' scale markings were illegible. The following information was provided by the initial reporter: "the scales and prints on the surface of the syringes were somehow 'shaky' and less accurate than other syringes."